Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00984. It was reported the patient ((B)(6)) underwent a procedure to implant a permanent drg system. During the procedure the physician was unable to position a lead at the l5 vertebral location due to patient anatomy. The physician then attempted to place at lead at the s1 vertebral level, but the patient began to bleed. The physician abandoned the procedure. No patient complications were reported.